Event description:
It was reported that while dissecting the left pulmonary vein, the dissector was inserted fine. During removal of the dissector, the retraction tip injured the right posterior aspect of the atrium. A pericardial patch was applied to the atrium to repair injury. The patient went on bypass and the thoractomy was extended. It was believed that the injury was caused by the device hanging up on the adhesions. There was no further consequence to the patient.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so we evaluated a retained sample from the most recently purchased lot for the account. The most recently purchased lot number was 9514. The retained sample was tested for functionality with no issues noted. The device history record was reviewed for this lot number and no anomalies were noted.